Event description:
It was reported that the patient expired due to right ventricular failure. Per the clinical consultant this patient had pre-operative right ventricular dysfunction and the intention was to treat the right ventricular dysfunction at the time of implant with an rvad. The patient did not recover right ventricular function and the family withdrew care. The device will not be returned.

Manufacturer narrative:
Additional information: section b5, section h6. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient experienced an unrecoverable hemorrhagic stroke. Additionally, it was reported that the patient expired due to right ventricular (rv) failure. Per the clinical consultant; this patient had significant pre-operative rv dysfunction and the intention was to treat the rv dysfunction at the time of implant. The patient did not recover rv function and the family withdrew care. The device will not be returned for evaluation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists stroke and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an unrecoverable hemorrhagic stroke. The family requested to withdraw support and the patient expired.